Manufacturer narrative:
The ca2 reagent lot number was 850567. The expiration date was not provided. The calibration was last performed on 18-jul-2025, and it was acceptable. The qc recovery was within the acceptable range. The alarm trace did not show any abnormality. The field service engineer found that the cause was due to a damaged vacuum rinse tubing (component failure). He replaced the rinse tubing and verified that the instrument was performing within specifications. The service actions performed by the engineer resolved the issue. No further issues were reported after the service visit.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with calcium gen.2 (ca2) assay on a cobas 6000 c 501 (ul) v module. Initial result: 4.68 mg/dl (accompanied by a data flag). The critical result in the customer's laboratory information system (lis) prompted the repeat of the sample. Repeat result: 6.61 mg/dl (accompanied by a data flag). No questionable results were reported outside the laboratory.